Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having two teeth that have chipped. Their dentist had to shave them down to keep from cutting their lip. This is a contraindicated patient.